Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the articles were broken in situ during the operation. All of the broken parts were retrieved from the patient and retained from the outer tubing, which is required to be used with this equipment. No reported patient harm. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Additional product codes for this report include hrx. Device is an instrument and is not implanted/explanted. It is unknown if this complainant part will be returned to the manufacturer for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.